Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor associated with the imaging difficulty was due to challenging patient anatomy. The reported unspecified tissue injury associated with the posterior tear was due to the single leaflet device attachment (slda). The reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (friable leaflets). The reported patient effect of tissue injury, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a degenerative valve, thin posterior leaflet, and large cleft between p2/p3. Imaging was challenging as well. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was then observed the posterior leaflet had torn. To stabilize the slda, two additional clips were implanted. Mr was able to be reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.